Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The note stated the device would not release from the tissue. Unknown, how the device was removed. Unknown, how the case was completed. The account will not release the device.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device not returned for evaluation. Eval summary - the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.